Manufacturer narrative:
It was subsequently reported that this patient underwent an ablation after which all measurements were within normal ranges. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that an alert was received regarding a low shocking impedance and a high pacing impedance from this right ventricular (rv) lead. No adverse patient effects were reported.